Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for parkinson's disease and movement disorders it was reported that the patient's implant was working pretty good until patient went back for programming due to problems they were having with their voice. Patient's voice was tightening up and they sounded like the godfather. A new group which helps the voice was created but ever since then they were having other parkinson's symptoms like shaking/tremor. Patient has developed a tremor in the right hand and it seems to be a question they cannot figure out. These problems started over about the last 30 days. Prior to the reprogramming to address the voice issues, the patient was not experiencing any shaking/tremoring. Prior to the report, patient had seen the programming nurse at the managing health care provider's (hcp) office several times and she changed the pulse width in group b and also increased the upper limit for the right side. Yesterday morning the patients right hand was shaking and it was prior to him taking any medication. Patient increased the right side to the new upper limit and their right hand continued to shake, but they felt a band sensation around the left forearm. Patient wondered how soon they would notice changes after adjusting amplitude, and also mentioned that sometimes patient would feel a jolt sensation in their brain when changing groups and wondered if they should also be feeling this when adjusting amplitude. Patient also states that the doctor had a conversation with him about the concerns and said patient had to decide if they wanted to walk or talk. Patient also mentioned they were on sinemet right now so they were not shaking at the present moment. The expectations regarding therapy adjustments and amplitude changes or possibly surging sensation when not titrating settings gradually were reviewed for the patient.